Event description:
A valiant stent graft system was implanted for the endovascular treatment of thoracic type b aortic dissection. It was reported that the patient experienced gastrointestinal bleeding complications. Intervention consisted of a diagnostic procedure, medication, and a transfusion. It was noted that it was related to the study procedure but not the study device. The event had reportedly resolved. It was also reported that the left subclavian artery was completely covered during the implant procedure and the patient was re-vascularized it was further reported that the cause of the gastrointestinal bleeding could not be attributed 100% to the procedure but it could have been due to the stress of the intervention. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).